Event description:
Leak at bond area below the 1.2 filter. Two units reported. No pt injury.

Manufacturer narrative:
No product has been returned as of (B)(4) 2010. Product is expected to be returned for an eval. Will update this MDR when product has been evaluated.